Manufacturer narrative:
Follow-up #1 date of submission 06/13/2016 device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During investigation, the ok button was intermittently unresponsive; all other buttons responded appropriately. The pump cover was opened and the ok button contact was found to be inverted.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.